Manufacturer narrative:
(B)(4). Device manufacturer date: lot 110726 - 07/26/2011; lot 110823 - 08/23/2011; lot 110824 - 08/24/2011. Method: the 35 complaint rt042 masks have been returned to the manufacturer and visually inspected. Results: the visual inspection revealed the seal of 5 complaint masks [lot 110726 (1), 110824 (3), unknown (1)] separated from the base at the bottom part of the mask. No damage was found to the seal or base. No fault was found with the remaining 30 masks. A lot check revealed no other complaints of this nature for lots 110726, 110823 and 110824. Conclusion: the nasal mask has a hard plastic base with a silicone seal enclosing foam around the outer edge of the base to seal onto the patient. The seal is held onto the base of the mask by a combination of silicone clips with an interference fit. To remove a properly fitted seal requires excessive force. We are unable to determine the root cause, however it is possible that incorrect or poor assembly by the operator on the production line contributed to a weak seal. Awareness training was given to production line staff to ensure our standard operating procedures are being followed correctly and to prevent a recurrence of this event. The seal or cushion can also come apart if sufficient force or pulling is applied during use. All rt042 nasal masks are visually inspected prior to leaving production, any that fail this test are rejected.

Manufacturer narrative:
(B)(4). Device manufacturer date: lot 110726 - 07/26/2011; lot 110823 - 08/23/2011; lot 110824 - 08/24/2011. Method: the complaint rt042 masks have not been returned to fisher & paykel healthcare to date for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: without the return of the complaint devices we are unable to determine what caused the problem observed by the customer. Conclusion: the nasal mask has a hard plastic base with a silicone seal enclosing foam around the outer edge of the base to seal onto the patient. The seal is held onto the base of the mask by a combination of silicone clips with an interference fit. All rt042 nasal masks are visually inspected prior to leaving production, any that fail this test are rejected.

Event description:
A distributor in (B)(6) reported that rt042 nasal masks were leaking this was found prior to patient use.

Event description:
A distributor in (B)(6) reported that rt042 nasal masks were leaking this was found prior to patient use.

Manufacturer narrative:
(B)(4). Device manufacturer date: lot 110726 - 07/26/2011; lot 110823 - 08/23/2011; lot 110824 - 08/24/2011. We are currently endeavouring to retrieve the complaint devices. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that rt042 nasal masks were leaking. This was found prior to patient use.